Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that one day post an uneventful right internal carotid artery stenting procedure, after discharge to home, the pt presented to the emergency room with increased left lower extremity weakness and difficulty ambulating, diagnosed as a stroke. The next day, an MRI was done and showed multiple areas in the right hemisphere suggestive of an embolic lacunar infarct. The pt remained hospitalized for five days, then was transferred to acute rehabilitation for physical and occupational therapy. Sixteen days post the onset of the stroke, the pt was discharged to home. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Stroke and emboli are know possible adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.